Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "our quality department received these items on feb. 17th 2010. Chief dr. (B)(6) reported in his letter that he stated during a surgery that the drill has jammed in the drilling sleeve. According to his information a replacing device was available to complete the surgery successfully and the patient was not impaired by this event."